Event description:
During a knee arthroscopy procedure using a super multivac 50 with integrated cable arthrowand, the patient sustained third degree burns (treatment, and patient's outcome were not provided). No other information was provided for this report.

Manufacturer narrative:
Patient information, treatment, patient's outcome, and cause of burn was requested from the user facility. No additional information has been received to date. Awaiting further information to complete the investigation.